Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 444 mg/dl. The customer was treated for the high blood glucose with injections. Their health care provider stated that the customer should stay off the insulin pump and use manual injections. The customer was hospitalized but no information was provided about the hospitalization. The customer had issues changing their infusion set. The customer did not troubleshoot and did not send the product back for analysis.